Manufacturer narrative:
D10 concomitant products: vpf-704-x - vpf-704-x surgipro ii 7-0blu 60cm kvf1da, lot# d2m0300y vpf-704-x - vpf-704-x surgipro ii 7-0blu 60cm kvf1da, lot# d2m0300y vpf-704-x - vpf-704-x surgipro ii 7-0blu 60cm kvf1da, lot# d2m0300y vpf-704-x - vpf-704-x surgipro ii 7-0blu 60cm kvf1da, lot# d2m0300y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cardiac surgery, the five sutures broke between the needle and thread. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted that the information on the box matched the reported product description. The tyvek of a breathable pouch was shown and the information matched the reported product description. No suture was present in the image. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the suture broke between the needle and thread. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.